Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The customer did not save the product, but they may be able to provide the lot number. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk associated with the complaint as per hazard ID 6.5 in doc-047178 camino 110-4 series catheter kits - risk analysis. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Clinical have reached out to the customer again to request additional information.

Event description:
Nt821707, drainage kit, lumbar - tip of the catheter broke off in the patients spinal cord. The customer did not save the product, but they may be able to provide the lot number.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). There was no product returned. The root cause of the complaint could not be determined as the product was discarded by the user and no further information regarding the incident were provided. The customer could not provide the lot number of the device. Investigation result code :san diego/eds products/no return of device for evaluation closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Nt821707, drainage kit, lumbar - tip of the catheter broke off in the patients spinal cord. The customer did not save the product, but they may be able to provide the lot number.